Event description:
It was reported that stent placement problem occurred. The focal target lesion was located in the right superficial femoral artery. A 6x40x130 innova¿ stent was advanced to the lesion. The physician started to deploy the stent with shaft tension however just after deployment, the stent jumped approximately 1cm from the target lesion. Another 6x40x130 innova¿ stent was implanted to cover the rest of the lesion and the procedure was completed. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).